Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and guillain-barre syndrome ('guillain barre syndrome') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), menorrhagia (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("vision problems"), gastrointestinal disorder ("gastro-intestinal disorder nos") and nervous system disorder ("neuro condit/problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, pelvic pain, menorrhagia, guillain-barre syndrome, abdominal pain, dysmenorrhoea, iron deficiency anaemia, back pain, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea, visual impairment, gastrointestinal disorder, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, guillain-barre syndrome, iron deficiency anaemia, menorrhagia, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: treatment received for chronic, dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), anemia, guillain barre syndrome, device migration, fallopian tubes perforation, bladder problems, uti, vaginal infection, vaginal discharge. Essure removed? Scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case become incident. New events added chronic, dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), anemia, guillain barre syndrome, device migration, fallopian tubes perforation, bladder problems, uti, vaginal infection, vaginal discharge, fatigue, gi conditions, nausea, neuro condit/problem, vision problems and weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis after endometrial ablation'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('vaginal bleeding'), fallopian tube perforation ('fallopian tube perforation/migration'), guillain-barre syndrome ('guillain barre syndrome') and diverticulitis ('ibs diverticulitus') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for contraception: depo-provera. Concomitant products included ibuprofen for dysmenorrhea and pain, bifidobacterium infantis (align) for irritable bowel syndrome and diverticulitis as well as gabapentin from (B)(6) 2019, levothyroxine sodium (synthroid) since (B)(6) 2015, liraglutide (victoza) since (B)(6) 2017, metformin from (B)(6) 2015 to (B)(6) 2018, phentermine hydrochloride (phentermine hcl) from (B)(6) 2018 to (B)(6) 2018, psyllium hydrophilic mucilloid since (B)(6) 2016 and vitamin d nos (vitamin d) since (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced abdominal pain ("chronic abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"), 9 months 1 day after insertion of essure. In (B)(6) 2017, the patient experienced diverticulitis (seriousness criterion medically significant) and irritable bowel syndrome ("ibs diverticulitus"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"). In 2019, the patient experienced guillain-barre syndrome (seriousness criterion medically significant). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), iron deficiency anaemia ("anemia"), back pain ("back pain"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), nervous system disorder ("nuero condit/problem") and abdominal pain lower ("lower left abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with cefatrizine propyleneglycolate (ceftin), metronidazole benzoate (flagyl), piperacillin sodium;tazobactam sodium (zosyn), surgery (ablation), ablation and I v antibiotics. At the time of the report, the endometritis, menorrhagia, vaginal haemorrhage, fallopian tube perforation, pelvic pain, guillain-barre syndrome, diverticulitis, abdominal pain, dysmenorrhoea, iron deficiency anaemia, back pain, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, nausea, visual impairment, nervous system disorder, weight increased and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, diverticulitis, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, guillain-barre syndrome, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: treatment received for chronic, dysmenorrhea (cramping), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), anemia, guillain barre syndrome, device migration, fallopian tubes perforation, bladder problems, uti, vaginal infection, vaginal discharge, menorrhagia, ablation infection, ibs diverticulitis. In previous follow up plaintiff had reported that essure removal was scheduled on (B)(6) 2019. But as per current pfs it was reported that she had not removed essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result: total bilateral occlusion, on (B)(6) 2016-(as per pfs). Result-the fallopian tubes are occluded. There is no extravasation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, nausea, diverticulitis, ibs, guillain-barre syndrome, back pain, uti,vaginal discharge, fatigue , vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received: new events: vaginal bleeding, ibs , diverticulitis, endometritis after ablation were added. Event gastrointestinal disorder deleted. Lab data, historical drug, concomitant drug and treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.